Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the endoscope and found the interface was broken and another endoscope was damaged in the same location. The fse confirmed error 48406 pointing to the endoscope controller (ec). The fse replaced the ec to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that an endoscope had no video signal when plugged into the endoscope controller (ec). The system showed an error, and the vision side cart (vsc) touchscreen showed a color bar. The customer stated that they reseated the endoscope which did not resolve the problem. The customer did not have a spare endoscope to continue with the case. The procedure was converted to laparoscopic surgery with no reported injury. Isi performed follow-up and obtained the following additional information: the system functionality was checked upon powering up, and the procedure was completed laparoscopically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue was confirmed but not replicated during testing. The endoscope controller was installed and tested on a golden pca system where the component functioned as expected. Error 48406 was not replicated. There were no issues found during visual inspection. The probable root cause is attributed to a defective dcib located on endoscope controller. This issue can be resolved by replacing the dcib.